Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the set screw turned sideways and unable to engage. The ipg was removed and not implanted. No patient complications have been reported as a result of this event.